Event description:
It was reported by service report that the head right part of bed frame is bent downward. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent frame.